Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("one of her essure coils had perforated her fallopian tube") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain, back pain ("back pain"), headache ("headaches"), mood swings ("mood swings"), alopecia ("excessive hair loss") and dyspareunia ("dyspareunia"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. On (B)(6) 2015, the patient experienced procedural pain ("painful post-operative recovery"). At the time of the report, the fallopian tube perforation, back pain, headache, mood swings, alopecia, dyspareunia and procedural pain was resolving. The reporter considered alopecia, back pain, dyspareunia, fallopian tube perforation, headache, mood swings and procedural pain to be related to essure. The reporter commented: since having the surgery, patient symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: full occlusion of fallopian tubes ultrasound scan - on an unknown date: one coil perforated her fallopian tube. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.